Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the balloon inflate was checked before use. When trying to remove the catheter 10 days after it was inserted, only 5ml of water was pulled from the balloon, and the catheter was unable to be removed. The catheter was removed by breaking the balloon by putting 170ml of water in the balloon. The customer further stated that there were fragmented pieces left in the patient that were later removed by cystoscope.

Manufacturer narrative:
Additional information: the following investigation information was received from our supplier: the device history record (DHR) showed the lot produced met all quality requirements and had been sampled accordingly. A sample was received for evaluation. Visual inspection shows the catheter was cut and without the funnel part and half of the shaft. The customer stated they had cut the catheter and burst the balloon for removal from the patient. The reported condition could not be confirmed because the sample received was not in actual form. The exact root cause could not be specifically identified so the investigation was done based on trend analysis. The action plan will be limited to manufacturing awareness. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
A device history record review could not be performed because a lot number could not be provided by the customer. A sample was evaluated and confirmed the reported condition; the catheter is visibly damaged. The component is produced by an external supplier and the assembly process consists of a pick and place operation at the cardinal health site. There is no additional inspection on the line to detect the condition reported. A production notification was issued to all personnel to heighten awareness of the condition reported by the customer. A supplier notification and response (scar) has been issued to investigate the root cause and corrective actions and is currently pending implementation from the supplier.